Event description:
It was reported that a venous stent was being placed in the left iliac vein for a clot. The system was flushed and the 'red' knob was tightened, near the trigger. It somehow became loose as the doctor was starting with the procedure and the stent started to deploy before it was in the correct area, so the doctor removed it. The doctor completed the procedure with a new device, and it was successfully deployed in the desired place. No injury to the patient was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The returned sample was evaluated. The safety clip was missing upon receipt of the sample. The system was completely separated from the performaxx grip. The trigger mechanism had almost been pulled back to the limit stop position. The guiding tube was bent. The outer sheath was kinked 160 mm from the swivel nut. The stent was released and missing. The inner catheter protruded from the tip 25 mm. The returned device did not show any defects or deviations. The stent was released and missing upon receipt of the sample. The condition of the sample indicates a faultless release of the stent. On the basis of the returned device and the information received, the reported problem could not be reproduced. The results of the investigation are inconclusive. This application represents an off-label use for this device. The information for use for this device states: the luminexx 3 biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.